Manufacturer narrative:
H10: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards learned that a 23mm 11500aj pericardial aortic valve was explanted at implant due to oversizing. The device was originally implanted for aortic valve replacement to correct aortic regurgitation with a concomitant maze surgery. During implant, aortic root got torn and the torn site was repaired with a patch. The device was explanted and replaced with a smaller size same model 19mm 11500aj pericardial aortic valve while the patient was on bypass with no adverse patient events reported. The patient status was reported as "under treatment". The device was not returned for evaluation as it was discarded at the hospital. There was no allegation of device malfunction. There was no allegation that the device caused or contributed to the aortic root tear.

Manufacturer narrative:
Aortic tears, or a tear of the aortic wall, may occur as a complication of cardiac surgery involving a diseased aortic root. Aortic tears are life threatening conditions that require urgent intervention. The subject device is not available for evaluation as it was discarded. In this case, there was no reported malfunction of the device. The root cause of this event cannot be conclusively determined with the available information; however, it was reported that the valve was oversized and replaced with another valve two sizes smaller. It is likely that patient and/or procedural related factors caused or contributed to the reported issue. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Edwards learned that a 23mm 11500aj pericardial aortic valve was explanted at implant due to oversizing. The device was originally implanted for aortic valve replacement to correct aortic regurgitation with a concomitant maze surgery. During implant, aortic root got torn and the torn site was repaired with a patch. The device was explanted and replaced with a smaller size same model 19mm 11500aj pericardial aortic valve while the patient was on bypass with no adverse patient events reported. The patient status was reported as under treatment. The device was not returned for evaluation as it was discarded at the hospital. There was no allegation of device malfunction. There was no allegation that the device caused or contributed to the aortic root tear.